Event description:
It was reported that a patient experienced peritonitis and passed away coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by cloudy effluent, stomach pains and diarrhea. The cause of the peritonitis was unknown. On the same day as the onset, the patient was treated with clindamycin (dose, frequency and route not reported) for the event. Four days after starting treatment, clindamycin therapy was discontinued and the patient was switched to vancomycin (dose, frequency and route not reported). The patient experienced stomach pain and diarrhea after 2 doses of vancomycin. The patient was later hospitalized for the peritonitis, stomach pain, and diarrhea. Peritoneal dialysis was discontinued and the patient was placed on hemodialysis. On an unreported date, the patient experienced cardiac failure. Treatment for the cardiac failure was not reported. Two weeks following the hospitalization, the patient was discharged. On the same day, the patient passed away due to cardiac failure. An autopsy was not performed. No additional information is available. This is report 4 of 4.

Manufacturer narrative:
(B)(4). A batch review will be performed for the potentially associated lot number(s) h13h08043, h13j16050, h13j22017, h13k06034, h13i23057, and h13k08071. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. This report involves the same patient as in (B)(4).

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers h13h08043, h13j16050, h13j22017, h13k06034 and h13k08071 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Although a nonconformance (incomplete pouch) seal was found during the review of lot number h13i23057, it was determined to not be related to the reported event. Should additional relevant information become available, a follow-up report will be submitted.